Event description:
Per the info provided to co by hospital, the device was removed due to a "non-function", "device did not work". As reported to co, the entire device was removed.

Manufacturer narrative:
According to the available information, the device was implanted on 8/5/87. Revisions occurred on 1/8/88 and 9/10/96. This report addresses the 9/10/96 revision. This revision occurred reportedly because the device "did not work." The received operative report stated the following: the device "would pump up only partially" and "there was a loss of some fluid," the patient has a history of "diet controlled diabetes," during surgery the physician noted that "the patient was found to have metal connectors which have not been used for some time. In freeing up the tubing to the pump some tubing broke going to one of the cylinders from the pump." The physician further noted, "the cylinder was then filled," and "there appeared to be some decrease in rigidity after approximately five minutes. It was decided at this point to replace the entire prosthesis as it was not exactly evident where the leak might be." Two cylinders, a pump, a reservoir with an attached connector, two detached connectors and two rear tip extenders were received. During functional testing two leakage sites were detached in the reservoir tubing. One was noted near reservoir cap. The other was located near the connector. A microscopic examination of the leakage sites was performed. Both leakage sites showed rough, irregular tubing ends, indicating a tubing tear. Based on the received information and quality assurance's examination, qa concludes that two leakage sites existed with this device. Both leakage sites were caused by stress(es) associated with device usage over time and/or stress(s) during explant surgery.